Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic peripheral procedure on (B)(6) 2011. Access was obtained at the common femoral artery (cfa) via a 6f procedural sheath. A pre-procedural femoral angiogram revealed presence of calcium at the vicinity of the arteriotomy. Following the procedure, the physician who is a trained user of the mynx chose the device for femoral artery closure. It was reported that upon balloon retraction to abut against the arteriotomy, a balloon rupture occurred. The physician removed the device and converted the patient to manual compression. Successful hemostasis was achieved. The patient was ambulated and discharged to home without patient clinical sequela reported. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.